Manufacturer narrative:
The pump was received with a blank display due to moisture damage at electronic assembly. Also, moisture damage was noted on the motor during visual inspection. Unable to perform rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests or verify the motor error alarm due to the blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was normal. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.